Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device remains implanted. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This 21 mm sjm trifecta valve was implanted on (B)(6) 2011. On (B)(6) 2015, the patient presented in heart failure. The tee showed severe aortic regurgitation due to prosthesis degeneration. Due to the high operative risk, the patient underwent a valve-in-valve procedure with a 23 mm sjm portico valve. The patient's conditions are good and stable.